Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump is cracked. Customer also stated that the infusion set cap and the needle are cracked. Customer believes the high blood glucose readings of 445 mg/dl are due to the damage on the insulin pump. Troubleshooting was not completed because the customer had thrown the infusion set away. Customer's description indicated a possible leak. No further information reported.